Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose (bg) was 579 mg/dl. Customer address their bg with a manual injection. Customer was sent a replacement pump to resolve the issue.